Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37742, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the patient¿s programmer and stimulator were not working. The patient was guided through checking their device with their patient programmer and they got a poor communication screen. They also checked it without the antenna and the got a por (power-on-reset) message. The patient stated that they had seen those messages and have not felt stimulation for about a year (2016). It was reviewed that the por could mean that the battery was depleted. The patient was redirected to follow-up with their healthcare provider to clear the message and determine the reason for the por message. The patient stated that they did not have a managing physician ad a list of physicians was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.